Event description:
It was reported that the iab was inserted post-operatively in a pt with a very tortuous vasculature. After insertion of the iab, the balloon would not unwrap and inflate. The iab was removed and replaced without any complications.